Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: added code to h.6 component codes, added codes to h.6 type of investigation, corrected codes h.6 investigation findings, corrected codes h.6 investigation conclusions. In addition, date was removed from d.6b as the device remains implanted. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post-procedure events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events of stenosis, central regurgitation, and leaflet motion restriction of the sapien 3 ultra valve were unable to be confirmed due to unavailability of medical report/ relevant imagery. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It was noted that, patient was on anticoagulation medication, which indicates possibility of thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening, regurgitation, and stenosis. However, there is no confirmation on presence of thrombosis. Additionally, patient also had history of diabetes and hyperlipidemia, which are known factors that increases the risk of calcification leading to stenosis. As such, available information suggests patient factors (thrombosis, hyperlipidemia, diabetes) may have contributed to the reported stenosis. When the valve ID stenosed, the leaflets become stiffened, which likely disrupted or restricted the leaflets motion. The available information suggests that patient factors (stenosis) may have contributed to the motion restricted leaflet. As a result, the leaflet cannot be fully closed during diastole cycle, leading to central regurgitation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrective and preventative actions are not required at this time.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
It was reported that a 23 mm sapien 3 ultra valve, implanted in the aortic position via transfemoral approach presented with aortic stenosis and central regurgitation 2 years post-deployment. It was found through investigation that approximately one month post implant of the 23 mm sapien 3 ultra valve, the patient was noted to have an elevated mean av gradient of 29mmhg. The patient was placed on and off anticoagulation treatment various times over two years without improvement. Approximately 2 years and 10 days post implant, a tee revealed moderate stenosis and moderate-to-severe regurgitation of the sapien 3 ultra valve, and it was noted there was a single restricted leaflet. Approximately 2 years and 26 days post implant, a valve in valve was completed.